Event description:
Blood was found in temperature sensor connection.

Manufacturer narrative:
The sample will be sent for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).